Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the cause of death is still unknown. The caller stated that the customer overdosed on pills; the customer took too many pills. The caller did not know the customer's blood glucose at the time of death. However, the caller stated that the customer's blood glucose "bounced all over." The caller stated that the insulin pump keeps displaying low reservoir. Assistance was provided and the alarm was cleared. At the time of the phone call, the caller was able to retrieve the customer glucometer but was unable to turn it on. The caller became impatient and declined to answer further questions.

Manufacturer narrative:
The insulin pump was returned with a depleted (B)(6) alkaline battery installed. The insulin passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The low reservoir alarm functions properly. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: there is no data available due to the insulin pump was returned with depleted (B)(6) alkaline battery installed.